Event description:
Noted that lv impedance is steady but lvcm shows threshold oscillating between -2 and 4.5v. Difficult to evaluate lvcm and effectiveness of lv paces. Recommended evaluating lv thresholds and confirm lv pacing capture in office during various patient maneuvers, pocket manipulation, etc. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).